Event description:
Related manufacturer reference number: 2017865-2023-93466 it was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead and the atrial lead exhibited noise oversensing which led to pacing inhibition. No intervention was made. No patient symptoms were reported.

Manufacturer narrative:
Further information requested but was not received.